Event description:
It was reported that the patient had a confirmed motor stall and event logs for motor stall recovery. The health care provider indicated that magnets were not the source of the stalls or recovery. The pump currently contained saline; previously contained morphine. There were no known pattern to the stalls occurring on (B)(6). The entire system was scheduled to be replaced. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).